Event description:
A stealth 360 orbital atherectomy device (oad) was used to treat a mid and distal superficial femoral artery (sfa) on low speed. Follow treatment, no flow was observed at the proximal sfa due to distal embolization. The embolization was due to grinded calcium particles. The oad was removed. An aspiration catheter and plain old balloon angioplasty were used to restore flow. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported occlusion, embolism, and unexpected medical intervention appear to be related to operational context. In this case it is likely that the reported occlusion, embolism, and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
A stealth 360 orbital atherectomy device (oad) was used to treat a mid and distal superficial femoral artery (sfa) on low speed. Follow treatment, no flow was observed at the proximal sfa due to distal embolization. The embolization was due to grinded calcium particles. The oad was removed. An aspiration catheter and plain old balloon angioplasty were used to restore flow. The patient was in stable condition.